Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the proximal lad exhibiting (B)(6)% stenosis. There were no abnormalities reported in relation to the anatomy. There was no damage noted to packaging. The device was not inspected. Negative prep was performed with no issues. Pre and post dilation was performed. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that after the stent was implanted kissing balloon technique was intended to be performed using a non medtronic semi-compliant balloon and the stent balloon catheter. The stent was implanted and the non medtronic balloon catheter was passed through the cx (circumflex). Then the stent balloon catheter was unable to be passed through the main trunk (lm). It was suggested that the medtronic stent balloon catheter was stuck within the guide catheter. Removal of the non medtronic balloon was attempted once but failed due to resistance. After several attempts to remove the non medtronic balloon, rupture occurred near the exit port. The tip was in the guide catheter and there was no impact to the patient. It was informed that the tip of the stent catheter was stuck in the exit port, and thus the non medtronic semi-compliant balloon ruptured. No patient injury reported.

Manufacturer narrative:
Product analysis summary: delivery system returned with a stopcock attached. Deformation was evident to the balloon material with the material appearing bunched. Deformation was evident to the inner member from immediately distal to the distal marker band to immediately proximal to the proximal marker band, with the material appearing bunched. Deformation was evident to the distal tip with the tip appearing kinked and deformed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The images capture the reported tortuosity and calcification of the lesion with the pre-dilation of the first lesion captured. The successful delivery and deployment of a stent in the first target lesion is captured in the images. One image shows the insertion of what appears to be a support wire into the lcx and is then removed, confirming the tortuosity of the lesion. One image captures the delivery of the previously used stent delivery system followed by an image that captures the kissing balloon technique. Prior to this, images showed multiple delivery and removal of devices but did not show the reported event. The final image captures improved blood flow in the lesion sites. If information is provided in the future, a supplemental report will be issued.